Manufacturer narrative:
Internal report # (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 100mg/dl - 120mg/dl fasting. Verified the strips expired 12/18/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 351 mg/dl and 386 mg/dl fasting. 97 mg/dl, (B)(6) 2015, 05:04:00 am, fasting: yes; 124 mg/dl, (B)(6) 2015, 09:57:00 pm, fasting: yes; 282 mg/dl, (B)(6) 2015, 05:52:00 pm, fasting:yes; 331 mg/dl, (B)(6) 2015, 05:41:00 pm, fasting:yes; and 99 mg/dl, (B)(6) 2015, 06:09:00 am, fasting: yes. Memory concerns: customer calling stating his meter is giving high results for him, customer stated his results never been that high. Results of 282, and 331. Adverse event not reported.